Event description:
The user facility reported that a 47-year-old male patient implanted with the impella 5.5 for mechanical circulatory support exchanged the device due to high purge pressure and suspected clotting. The patient was also heparin-induced thrombocytopenia (hit) positive and had been on an argatroban drip for anticoagulation. Purge fluid was d5 there were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The device was not returned for evaluation. Analysis of the data logs revealed a gradual increase in purge pressure rose and the lack of heparin in the purge. The clinical information was also reviewed. Based on the information received, the root cause of the high purge pressure was most likely biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.